Event description:
Stryker painpump 2 was filled with 400mg of medication, programmed and started. Approximately 3 min later pump stopped and display screen indicated "triangle e2" error message. All connections checked and entire system evaluated - no problem found (this was the 2nd failed pump on this patient - immediately post-op, another pain pump was programmed and had "triangle e2" message as well). A 3rd pain pump was placed on patient and started with no difficulty. Pump returned to stryker for analysis.this is one example in a series of ongoing problems. Over the past several months we have noticed an increase of problems with the stryker pain pump 2 and blockaid pumps. The problems have occurred with a variety of lot numbers and fall into three main groups: 1. Programming issues (e.g. Inability to program, or display of error messages when trying to program) 2. Battery issues (e.g. Pump would not turn on, stopped working, or displayed error message) 3. Leaking issues (e.g. Leaking at connector site). At least 18 pumps have been affected by these problems. The events have occurred when the pumps were used for perineural applications, and have been experienced by several different clinicians at two different healthcare facilities. The pumps are all programmed at the hospital, and the problems are identified almost immediately. No patients have been harmed to date, although pain therapy has been delayed. We have been using this pump for several years, and these problems are reminiscent of the previous recall that stryker issued in november 2008. We have returned all of the recent problematic devices to stryker for evaluation.